Event description:
It was reported that during a prostate procedure, the fiber tip was damaged at 35,000 joules of use. The case was completed using a second fiber without further issue. There was no report of injury.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to be fractured and partially broken off; burnt glue on the bevel was also observed. There was no report of any part of the device remaining inside the patient. The fiber/cap condition could result in a forward firing condition of the side firing surgical fiber. Ther root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.